Event description:
The manufacturer received information regarding a dreamstation CPAP device. There is an allegation that the device was visually inspected and found to have a burnt power cord, exposed wiring, and unintentional openings in the enclosure of the power supply. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.